Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A continuous ambulatory peritoneal dialysis (capd) patient experienced peritonitis. The cause of peritonitis was not reported. On the same day as the event onset, the patient was hospitalized and was treated with unspecified antibiotic (dose, route, frequency and duration were not reported) for peritonitis. At the time of this report, the peritonitis event was still ongoing. Action taken with pd therapy were not reported. No additional information could be provided as the reporter declined follow-up.